Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient called the clinic on (B)(6) 2017 reporting withdrawal symptoms. The pump was interrogated the same day and then the pump was emergently replaced on (B)(6) 2017. Early battery depletion had been mentioned, but the hcp didn¿t have documentation or a pump report yet so etiology was still unclear. No further complications were anticipated/reported.